Manufacturer narrative:
Citation: castriota f contrast-zero transcatheter aortic valve replacement for patients with severe renal dysfunction: a single-center experience. Jacc cardiovasc interv. 2018 apr 23;11(8):820-822. Doi: 10.1016/j.jcin.2018.01.280. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding contrast-zero transcatheter aortic valve replacement for patients with severe renal dysfunction. All data were collected from a single center between november 2016 and september 2017. The study population included 20 patients of which 12 were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients 2 deaths occurred due to gut bleeding and respiratory failure secondary to chronic obstructive pulmonary disease (copd). Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: mild aortic regurgitation (ar), pericardial effusion due to of perforation left ventricle outflow tract and permanent pacemaker. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The study population included 20 patients (predominantly male; mean age 83 years), of which 12 were implanted with medtronic evolut r prosthesis.